Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number:. 1627487-2019-07787, 1627487-2019-07788, 1627487-2019-07789. It was reported that the patient underwent a lead revision due to ineffective stimulation. The patient had effect stimulation at their lower left lumber 1, however ultimately all 4 of the leads were replaced and effective therapy was able to be established post op.